Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, an error message "invalid data collected, re-interrogate or clear" appeared. Interrogation of the device and rebooting the programmer did not correct the problem.